Event description:
It was reported that the programmer screen was shattered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)-analysis confirmed that a chunk of the screen was missing. The power cord bay door had a broken latch, and the programmer hinge plate had two loose screws.